Event description:
In 2006, this pt underwent endovascular aortic repair of the abdominal aorta using the gore excluder aaa endoprosthesis. On an unk date, the pt presented with lower back pain. A CT revealed a type I endoleak. Physician decided to convert pt in 2009, and explanted the device. No further complications have been reported at this time. Images will not be sent to gore and device was discarded at facility.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.